Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of two puncture sites in the common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with two prostyle devices attempted in the first puncture site which was in the right common femoral artery (rcfa). The sutures of two new prostyle devices were successfully pre-placed. The sutures of two prostyles were successfully pre-placed in the left common femoral artery (lcfa) puncture site. The sheath was upsized to a 14f sheath in the rcfa and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures in both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.